Event description:
During a normal device exchange procedure, the right ventricular (rv) and right atrial (ra) leads were unable to be removed from the header of the device. The device header was broken to release the rv and ra leads and was then explanted. A new device was connected to the rv and ra leads and implanted to resolve the event. The patient is stable with no consequences.

Manufacturer narrative:
The reported event of failure to disconnect was not confirmed. The device was at elective replacement indicator (eri) level with leads already removed from the ports upon receipt. Visual inspection of the header did not find any contamination or foreign material that could contribute to the reported event. Pin gauge test performed at the atrial and ventricular ports found they were within specification. Electrical and mechanical analysis performed indicated normal functionality. During the analysis the leads were inserted and removed multiple times with normal force without any anomaly. Longevity assessment was performed and the device exceeded projected longevity indicating normal battery depletion.